Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and a cause for the unintended movement associated with the sgc no longer remaining in the left atrium and thrombosis/thrombus cannot be determined. Thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Access was not viable on the right femoral vein so left femoral access was used. Imaging was difficult due to a rotated heart. Activated clotting time (act) remained above 250 seconds. A mitraclip was chosen for implantation utilizing steerable guide catheter (sgc lot: 40516r1072). After deployment when retracting the clip delivery system (cds), the sgc was no longer in the left atrium. The guide was removed to be re-flushed and re-prepped, but it was full of blood clot build up that could not be removed so it was replaced. No thrombus was observed in the patient, but additional heparin was given. The replacement sgc was used to implant another mitraclip and reduce mr to grade 1.